Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that onetouch ultra meter was reading inaccurately low and reportedly has gone to the hospital afterwards. The medical surveillance specialist (mss) spoke with the patient eight days prior, but she refused to talk. The following information was obtained from the customer service call. The patient claimed that her meter had been reading inaccurately low for a "long time now." She indicated that her meter does not read over 100 mg/dl no matter what she eats and that it just reads 77 or 80 mg/dl. The patient also feels that her meter readings were not correlating with her blood pressure result. She stated that her blood pressure would go up after eating, but her blood glucose results on her meter would stay in the 70-80's mg/dl. Her expected meter results were not reported. It is not known if the patient made any adjustments to her diabetes management as a result of the alleged inaccurate low meter readings. On unspecified date(s), the patient was feeling disoriented, nauseated, and feeling like she is going to pass out. She claimed she developed these symptoms as a result of the meter issue; however, she stated that these symptoms started before the alleged inaccuracy issue occurred. It is unknown if the patient tested with the subject meter while experiencing these symptoms. Information about events leading to her symptoms is not known, such as her activity levels, food intake, and other health conditions at the time. She claimed that she has gone to the hospital 2-4 times because of her meter: the last hospital visit was two days later. The patient reportedly had lab tests performed and the results were ok. She also mentioned she was treated with insulin at the hospital. The patient did not report any specific blood glucose tests; however, it was noted that her results were between 41-499 mg/dl. Based on the provided information at this time, this complaint is being reported because the patient allegedly was treated with insulin at the hospital after obtaining alleged inaccurate low meter readings. The patient refused to have her products replaced.